Event description:
It was reported during a stenting treatment procedure, stent damage occurred. A promus element plus stent was placed in the ostial right coronary artery when stent damage was noted. It is unknown how the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).